Event description:
As reported by the field clinical specialist (fcs), during a subclavian tavr procedure with a 29mm sapien 3 valve, the valve got stuck at an angel during insertion into the esheath+. Gentle push pull technique was performed. There was difficulty loading the balloon. The operator was not able to pull the pusher back with multiple attempts. The team decided to prep a new system and do a cut down just above the perc. The first valve and commander delivery system were successfully removed with by the surgeon. Upon removal, it was noticed that the intima was too damaged, and there were concerns a new esheath+ might cause more damage. The case was aborted. A patched was sewn on the artery, and the patient was stable throughout the procedure.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner is fully expanded, and tip opened as designed. There was indentation on the strain relief noted, approximately 3cm from the sheath hub. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio report was reviewed, and the following was observed: tortuosity was present in the patient's access vessels. In this case, the complaint for difficulty advancing through the esheath was confirmed based on the evaluation of the returned device. Per imagery review, tortuosity was observed in the patient's access vessels. Per the IFU, 'insertion force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non coaxial advancement of the delivery system through the sheath may lead to resistance. As such, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.